Manufacturer narrative:
Additional information received on (B)(6) 2008. (B)(4): no faults, damages, defects detectable; batch record review without hint to root cause; conclusion: no faults detectable. Additional information received on (B)(6) 2008: addendum provided by physician: the pt's medical history includes state after varices surgery and osteoporosis. In addition, the physician informed that the pt was treated with a total injection volume of 6ml (dilution 5+1) of poly-l-lactic acid. Concomitant drugs included prilocaine (local anesthesia). She developed nodules in nasolabial area and on both cheeks on (B)(6) 2008. Corrective treatment included treatment with triamcinolone for several times. The event was ongoing at time of report. Additional information received on 02-feb-2009. Addendum provided by customer: meanwhile the female pt suffered from formation of nodules on both cheeks; she would like to know whether a surgical intervention will be necessary or not. Additional information received on 9-feb-2009. (B)(4): batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this case was reported by a physician and involves a (B)(6) female pt. On (B)(6) 2007 she had been treated with 150 mg poly-l-lactic acid (sculptra, location: area of cheek and nasolabial region). On (B)(6) 2008 non-visible but tactile nodules were detected. Corrective treatment included cortisone ((B)(6) 2008, without success); a second corrective treatment with 20mg was performed in (B)(6) 2008. Outcome: ongoing.